Event description:
A (B)(6) male underwent triple coronary artery bypass. The pt's chest was open, the cardioplegic solution was applied to stop the heart, the cross-clamp was applied, and the pt was attached to the cardiovascular tubing on the heart-lung machine, when a low level pump alarm alerted the perfusionist that blood was below the pre-set level of 300 mls in the reservoir. A leak at the outlet port on the oxygenator was identified, and the outlet port was identified as being completely broken off, and the now shortened outlet port was too short to be able to re-connect tubing to it. Attempts were made to initially seal the crack, but did not work. The surgeon hand massaged the heart while the perfusionist exchanged out the broken terumo fx 25 oxygenator with a new one. An emergent blood transfusion of 4 units prbc's and 1 unit platelets was quickly administered through a central line while the oxygenator was being replaced. The heart-lung machine was analyzed by the vendor for livanova, and deemed to be working fine several days later. A complaint was filed with terumo, the MFR of the cardiovascular procedure kit, and put on notice regarding lot # wc 26, and the fx 25 oxygenator (serial number (B)(4)); 6 kits with this lot numbers were sequestered. The defective fx 25 oxygenator, sn (B)(4) will be returned to the MFR on (B)(6) 2018. Fx 25 oxygenator located in kit.